Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Failure event observed during analysis. Final analysis found that the lead was returned in two pieces. The insulation was abraded which exposed the distal coil at 3.1 cm to 3.4 cm from the distal tip. The abrasion was consistent with constant friction to another implantable device.

Event description:
This report is to advise of an event observed during analysis.